Event description:
Tech alleged that the siderail latch came off of the siderail.

Manufacturer narrative:
Tech reinstalled the siderail latch to resolve the issue. Pursuant to our response to warning letter (B)(4), hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.